Manufacturer narrative:
Touchscreen issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen and unresponsive while the customer was attempting to calibrate their cgm. Reportedly, customer attempted to clear the screen, however, when the customer plugged the pump into the charger the pump declared a malfunction stopping all insulin deliveries. Customer's blood glucose level was not impacted. Customer indicated they have back up manual injections for continued insulin therapy.